Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hals law anterior resection / side to end anastomosis, upon the second fire for rectal dissection, the device stopped firing after advancing slightly. Waiting for about 15 seconds, the surgeon pushed the blue toggle to fire the device; however, the device did not fire at all. Replaced by new sulu, the device worked fine and rectal dissection was completed. No reinforcement material use in conjunction. Cleaning type was manual and sterilization method was autoclave. At the moment of the incident, three symbols were illuminated green. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. As a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Not available.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time.